Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they tried to charge with no success.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient on (B)(6) 2017. An overdischarge was reported to have occurred on an unknown date. The battery was depleted due to noncompliance of charge protocol. No diagnostics/troubleshooting or actions/interventions were taken at the time of the report and the issue was not resolved. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the stimulator was not doing the patient any good and the patient wanted it removed. The patient stated that the implantable neurostimulator (ins) had not been charged in over 3 months and it would not come on since 3 weeks to 1 month ago. The patient was to follow-up with their healthcare provider (hcp). The patient noted that the stimulator had not been doing them any good since a couple of weeks after they put it in and later stated since they put it in. Additional information was received from a family member of the patient on (B)(6) 2017 that reported that the stimulator doesn¿t work and hasn¿t worked for a long time. The battery went out. The family member was not sure when it happened or what happened. Additional information was received via the manufacturer representative from the patient on (B)(6) 2017 that reported that he had not used the implantable neurostimulator in over six months. The patient did not feel that his stimulator was working properly and did not want to charge it. The manufacturer representative was not aware of any environmental or external factors that may have led to or contributed to the issue. The manufacturer representative was unable to interrogate the battery as it was overdischarged. They did not attempt a trickle charge because the patient did not have his recharger with him. No actions or interventions had been taken to resolve the issue, and the patient wants to have his stimulator explanted. A surgical intervention did not occur at the time that the additional information was received, and it was unknown if a surgical intervention was planned.